Event description:
Demented pt maneuvered herself into a position between the bed's mattress and the lower rail of the side rail. The torso was face down with the legs extended to the floor. Positional asphyxia.